Event description:
The pt experienced nausea in the morning, resolving around noon. The pt was unsuccessfully treated with anti-nausea medications. An endoscopy was done. No cause for the nausea was found. After being relatively pain free the first months after pump implant, the pt experienced a return of pain symptoms to the pre-pump pain level. The pt hadn't had any falls or trauma. The pump dosage had been increased. The pump was also reprogrammed to deliver less medication at night and more during the day. At a recent refill, the expected reservoir volume was 2-3 mls; the actual reservoir volume was 10 mls. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).